Event description:
A high reading issue was reported with the adc device. A caller reported that a ¿hi¿ (readings greater than 500 mg/dl) error message was received on the sensor and the customer was not able to speak and lost consciousness. The customer had contact with a healthcare professional who checked the customer¿s pressure and obtained a glucose reading of 90 mg/dl. The customer was administered an unspecified IV and 3 cans of coca-cola for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.